Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(4) 2005. According to the complainant, the patient experienced pain and the return of her incontinence. The physician's office has been contacted; no additional information is available. Should additional relevant details become available, a supplemental report will be submitted.